Event description:
It was reported that the patient had high impedance. The patient went for vns replacement surgery. After removing the generator and inserting a new generator, the high impedance resolved. The suspect product (lead) is not known to have been replaced at this time. No additional relevant information has been received to date.